Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. A second mitraclip was advanced within the patient when it became entangled within the chordae. Troubleshooting was preformed and the clip was able to be moved into the lateral commissure and both leaflets were successfully grasped when the clip was deployed and the procedure was discontinued. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Event description:
It was reported that on 30 october 2025, a patient presented with grade 4 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. A second mitraclip was advanced within the patient when it became entangled within the chordae. Troubleshooting was preformed and the clip was able to be moved into the lateral commissure and both leaflets were successfully grasped when the clip was deployed and the procedure was discontinued. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported entrapment of device (clip caught on chordae). Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported entrapment of device (clip caught on chordae) appears to be related to a combination of challenging patient anatomy (rotated heart and prior thoracotomy) and procedural conditions (challenging imaging). The reported poor imaging is related to challenging patient anatomy (rotated heart and prior thoracotomy). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.